Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has error code3. There was no harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that there was no code 3 in the log files. The fse performed full calibration of the transducers due to it being out of spec, as well as atmospheric transducer calibration. The fse completed repair with full calibration and the unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.